Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). (B)(4). Patient code (above): no code available - customer reported symptom of slurred speech. Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose results accompanied by symptoms. The customer is concerned with meter to meter comparison of 117mg/dl using the true track and 160mgdl using the doctor's meter and the results obtained of 105mg/dl. The expected fasting blood glucose test result range is 150-160mg/dl. The customer feels well and did report symptoms on dec 14, 2017 of slurred speech. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the kitchen. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 06/30/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1:117mg/dl date:(B)(6) 2018 time:11:15am n/fasting result 2:105mg/dl date:(B)(6) 2018 time:9:20am fasting result 3:308mg/dl date:(B)(6) 2018 time:11:43pm fasting result 4:280mg/dl date:(B)(6) 2018 time:10:00pm fasting result 5:298mg/dl date:(B)(6) 2018 time:3:11pm n/fasting customer called in stating that on (B)(6) 2017 while having dinner with a friend, he started having slurred speech, he's friend took him to the ER. While there, customer was diagnosed with diabetes ketoacidosis dka. Customer states that they performed multiple test including cat scan, MRI, lumbar punctureand a biopsy of the brain. Customer states that he also had a seizure and a uti. Upon arrival to the hospital, customer's blood sugar was 500mg/dl non fasting. The doctors at the hospital started him on new medications such as kepra. They also increased his level of insulin. He is taking more novolog and levemir. He is taking that base on the level of his blood sugar. Customer states that he was released on (B)(6) 2017. Customer continued to test with the true track meter until now.today the customer followed up with an endocrinologist. While there, his blood sugar was measured with the doctor's meter and the true track.customer states that the true track measured 117mg/dl non fasting while the doctor's measured 160mg/dl non fasting. Customer states that the endocrinologist suggested that he gets a different meter. His expected range fasting should be 150-160mg/dl. Customer is not concerned with the results that were high. Customer's main concerned and the reason that he called is that the doctor's meter and his meter was different. He believes that the meter is reading to low.